Manufacturer narrative:
(B)(4). The device history report review did not indicate any exception that could lead to the reported incident. Review of the raw materials indicated that the materials, including the main fabrics and elastics, were from approved source which had been subjected to the biocompatibility tests for the intended use. There were no records of changes to the material composition and process that could lead to the reported incident. Review of the returned samples confirmed that the materials used were consistent with our existing production materials and therefore met product specifications. From the investigation, the root cause could not be determined.

Event description:
A registered nurse complained of itchiness- possible allergy.